Event description:
It was reported post implant of a realize band, the band had a leak. The patient lost (B)(6) and once the leak started she could not get restriction and had trouble losing weight. The leak was detected by injecting contrast into the band and identified where the strain relief had slid down the tubing and was lodge against the balloon. The band was removed and a sleeve gastrectomy was performed. The patient had the reoperation on (B)(6) 2010 and was discharged home on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis.